Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found swg/ars resistance when the swg was pulled out from the ars during use on the patient. Involved 1 pc. The patient started closed drainage in the left thoracic cavity, was given lidocaine local anesthesia to the subpleural, took the puncture needle vertical chest wall into the needle about 2cm, extracted a small amount of pleural fluid, placed the guidewire about 20cm, but couldn't extract the guidewire, so was given to remove the syringe and guidewire, found that the guidewire can't be pulled out of the syringe without difficulty, so was given to change the drainage bag and then restarted the operation."

Event description:
It was reported that: "on (B)(6) 2024, the doctor found swg/ars resistance when the swg was pulled out from the ars during use on the patient. Involved 1 pc. The patient started closed drainage in the left thoracic cavity, was given lidocaine local anesthesia to the subpleural, took the puncture needle vertical chest wall into the needle about 2cm, extracted a small amount of pleural fluid, placed the guidewire about 20cm, but couldn't extract the guidewire, so was given to remove the syringe and guidewire, found that the guidewire can't be pulled out of the syringe without difficulty, so was given to change the drainage bag and then restarted the operation."

Manufacturer narrative:
(B)(4). The customer returned multiple components of an opened cvc kit , including one guide wire assembly and arrow raulerson syringe (ars), for analysis. Due to a discrepancy between the customer reported lot and lot in the returned sample, the customer was consulted, and they clarified to investigate the sample based on the reported lot. The guide wire was removed from the ars to conduct visual inspection. Visual analysis revealed that the guide wire was unraveled from the distal weld. Despite this, the j-bend was intact. After failing functional testing, trace amounts of white residue were observed within the ars handle. The overall length of the guide wire core wire measured 600mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.79mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the ars was performed per the product IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guide wire was advanced through the returned ars/lab inventory 18ga introducer needle, and the guide wire could not pass. The guide wire inadvertently became kinked during functional testing. The ars was additionally tested with a lab inventory guide wire, and the lab inventory guide wire could not pass due to a blockage within the ars. The ars plunger was then removed from the barrel and the guide wire was separately tested with the inner molded cannula and the plunger. A blockage was only identified in the plunger at the location of the ars valves. Functional testing of the ars revealed that the blockage likely caused or contributed to the guide wire damage. A manual tug test confirmed the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The customer report of swg/ars resistance was confirmed through investigation of the returned samples. The guide wire was unraveled from the distal weld. The ars was functionally tested with the returned guide wire and lab inventory guide wire, and neither could pass due to a blockage within the ars. The blockage within the ars likely contributed to the observed damage to the guide wire. Therefore, based on the customer report and sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.